Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Four (4) samples were received in unused conditions inside their closed original packaging. Leak testing on the samples received was performed using a syringe to look for unusual functions. The samples were filled without issues; no leaks were found during the test. The reported issue could not be confirmed since the sample successfully passed leak test.

Event description:
It was reported that 6-100ml cassettes leaked over the last 2 weeks. It seems like there is a tear inside the cassette reservoir. Leaking occurred on filling with 5fu. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.